Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters were not holding. A search of the hill-maintenance records did not show hill-rom performed any preventive maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required. See scanned page.